Event description:
A review of svc data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor was resetting. The cause for the resets was isolated to component u600 (dc switching controller) on the ca board. Pin 4 on u600, which connects to ground, was shorted. The root cause for the shorted component was unable to be positively determined. No adverse event resulted from the shorted monitor component. The last pt to use this monitor did not report any deficiencies.